Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was requested. A follow up report will be submitted when the evaluation results become available.

Event description:
This is a case report received by baxter. It was reported that an aquaset 12 blood tubing set was involved in a damaged tubing incident. At the time of the problem it was reported that while in use , the blood pump section of tubing tore down the length around the pump and blood went every where. The patient was disconnected and did not suffer any consequences. They set up on another machine and monitored the blood pump area of tubing and noticed a tear appearing. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). This complaint is for an aqualine set that was found to be damaged and was not confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No corrective/preventive action has been defined because they were not able to define what happened and relevant causes.